Event description:
It was reported while using bd syringe 60 ml luer-lok¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: it presented leakage through the plunger, making it impossible to use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-jul-2023. H6: investigation summary it was reported there was leakage through the plunger. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed to any of the syringe components. The sample was then tested for leakage and passed. A device history record review was completed for provided material number 303552, lot 1201153. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 60 ml luer-lok¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: it presented leakage through the plunger, making it impossible to use.